Event description:
Event description cpi received information that this implantable pulse generator (ipg) presented with loss of ventricular capture. The patient was externally defibrilated 1.5 inches from the site of the implantable pulse generator, and no magnet rate could be obtained. Interrogation of the device was unsuccessful.